Manufacturer narrative:
Product event summary: the device was returned and analyzed.analysis of the device revealed normal battery depletion. Continuation of concomitant: 6947m62 lead implanted (B)(6) 2012.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) may have experienced premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.